Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that noise, oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. Abbott technical support reviewed device session records and confirmed the reported events. Ra lead insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.